Event description:
It was reported that the compact speed reducer device was bent. During in-house engineering evaluation, it was observed that the device had no rotation. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a bent drive shaft and no rotation. Therefore, the reported condition was confirmed. It was determined that the bent drive shaft was from allowing the driveshaft to come into contact with a hard object and not using the protective cap. It was determined that no rotation was due to a bad gearbox. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate